Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported soft tissue attachment/j-shaped f/bone reduction tip broke off. There was no patient involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was produced and distributed in (B)(4) 2013. There are some nicks and marks visible. Also we found, that one clip-segment is broken off. The broken off segment is not available for investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we cannot determine the exact root cause. We received from product development a demo instrument to perform a function check. The device has passed the required functional tests successfully. It is likely that the damage was caused due to an excessive mechanical overload situation. The complaint relevant dimensions could not be checked due to the damage. Therefore, this manufacturing evaluation is to be invalid from a manufacturing standpoint. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.